Event description:
During baxter's functionality testing of a spectrum pump, it failed to auto restart after a downstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failed auto restart after a downstream occlusion which was reproduced. Eval determined the failure was due to a failed downstream sensor. The failed downstream sensor was replaced.